Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/ study name: (B)(6) patient ID #(B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, two stellarex catheters were used to treat the target lesion of the right proximal and distal sfa. Approximately 38 months post index procedure, the patient expired due to multi organ dysfunction on (B)(6) 2017. The physician indicated this is not related to the study and procedure.